Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead may be fractured or have calcification. Performance data was submitted by the physician for analysis; it revealed a sudden and steady lv tip-can pacing impedance rise over the last six months. No reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.